Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had over filled the cartridge with insulin. Tandem technical supported educated the customer not to overfill the cartridge. Caller acknowledged and understood. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.